Event description:
It was reported that the patient presented in-clinic for a scheduled procedure as previously upon interrogation it was noted that the right-ventricular (rv) lead exhibited oversensing of noise. As a resolution the rv lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression, external insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 17.0cm to 17.2cm from the connector pin. The cause of the reported event was due to exposure of the outer coil in the abrasion zone consistent with friction to the device can.